Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all keypad buttons were responsive as normal. Contamination was visible underneath all of the key contacts. Unrelated to the keypad issue, the display screen had dim pink and fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the ok button required two presses before the bolus dose was cancelled. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.